Event description:
It was reported that an infusor's reservoir ruptured during filling. The drug was filled manually via syringe. There was no patient involvement; therefore, no patient injury or adverse event was associated with this report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection identified that the bladder was ruptured. The sample was microscopically inspected. The root cause could not be identified.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for this product with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.